Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient experienced a skin reaction with redness, inflammation, swelling and an infection that extended beyond the patch perimeter. The patient had cataract surgery on (B)(6) 2026. During the surgery, the patient was given IV medication, and the IV was inserted in the same arm where the sensor had been placed. When they returned home after the surgery, they removed the sensor and noticed some blood on it, as well as bruising on the arm where the sensor had been inserted. The next day, the patient¿s entire upper arm became swollen. They consulted a doctor, who confirmed that it was a skin reaction. However, both the spouse and the doctor were unsure whether the reaction was caused by the sensor or the IV, as they could not determine where the infection started. The patient was prescribed an oral antibiotics doxycycline hyclate 100 mg, one tablet twice daily for seven days. The spouse confirmed that the skin reaction has started to heal and that the patient is currently doing fine. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.